Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2021 due to steady decline in flow and increasing shortness of breath. A computed tomography (CT) scan was negative for outflow graft obstruction. It was noted that the patient was somewhat non-compliant with anticoagulation. The patient was taken to the operating room (or) and upon removal of the pump pannus and thrombus formation were found in the left ventricle and in the inflow cannula portion of the pump. A small portion of the original outflow graft was left in place during the surgery and a graft-to-graft anastomoses was performed.

Event description:
A medwatch report number 2300460000-2021-8012 reported that the patient was admitted for heart failure symptoms including shortness of breath. The patient reported their ventricular assist device (vad) flow was lower (3.0-3.5) than the normal flow in the 4-5 range. The patient was not experiencing any alarms. A ventricular assist device (vad) download was done that showed a steady decline in flow and pulsatility index (pi) suspicious for vad inflow/outflow restriction. Imaging (CT of the outflow/inflow and transthoracic echocardiogram) was performed and was unrevealing and did not show any obstruction. Despite the negative imaging finding the patient was taken to the or for urgent vad exchange due to high suspicion of inflow obstruction which was confirmed on examination of the vad device during the explanation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus was confirmed during the evaluation of (B)(6). The pump was returned with the pump cable cut approximately 13¿ from the housing and the severed portion was returned. Examination of the pump blood-contacting surfaces confirmed a red, tissue-like thrombus formation in the distal end of the inflow cannula. The tissue was adhered to the textured surface and was confined to the inflow cannula lumen. The remainder of the device appeared unremarkable and no additional depositions or thrombus formation were noted. Samples of the thrombus were sent to an outside lab for histology. The area of the inflow cannula thrombus adjacent to flowing blood was noted to be typically composed of a layered, vaguely fibrillar material that stained in a manner consistent with ¿mature¿ fibrin. The region subadjacent to the luminal material was more vacuolated and contained rare, mononuclear leukocytes and also stained consistent with fibrin. The region adherent to the surface of the inflow cannula tended to be more loosely arranged and stranded and stained positively for fibrin. Although the root cause of the observed thrombus could not be determined during the evaluation of (B)(6), the thrombus would have contributed to the reported decline in flow, which was confirmed on the submitted log files. After cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas IFU rev. C lists pump thrombosis as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The hm3 IFU and patient handbook contain a section entitled ¿caring for the driveline.¿ this section provides information on driveline care and cleaning. No further information has been provided. The manufacturer is closing the file on this event.